Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to hold charge) has been confirmed. Upon investigation the batteries were unable to power on the monitor or recharge. The cause for the battery failures was isolated to open f1 battery fuses. The cause for the open fuses was excessive current. The root cause for the excessive current could not be positively identified.

Event description:
A u.s. Distributor returned batteries sn (B)(4) and reported that the batteries were unable to hold a charge.